Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and was noted that the fiberoptic would not zero once connected to the pump and the staff did not receive a fiberoptic waveform. The clinical specialist (cs) checked the fos code and it states: "not connected". The fiberoptic was then disconnected and reconnected. There was a click, but no audible tone. There was no change in the fos code. As a result, the staff continue to use the central lumen of the iab for pressure and timing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and was noted that the fiberoptic would not zero once connected to the pump and the staff did not receive a fiberoptic waveform. The clinical specialist (cs) checked the fos code and it states: "not connected". The fiberoptic was then disconnected and reconnected. There was a click, but no audible tone. There was no change in the fos code. As a result, the staff continue to use the central lumen of the iab for pressure and timing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.